Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump buttons were responding intermittently for a couple months and was getting worse. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the contrast, ok, and down buttons are intermittently responsive and the up button is unresponsive. The keypad was peeling and was removed: found contamination under all contacts. Unrelated to this complaint, a crack was seen along the battery compartment.